Event description:
Additional info reports the target vessel was the posterior descending artery which was 90% stenosed. The vessel was pre dilated with a 2.0 x 20 mm monorail maverick2 balloon. The stent's final position was well positioned and well apposed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician had fully deployed a taxus express2 2.50 x 20 mm drug eluting stent. Some withdrawal resistance was met when trying to remove the balloon. It remained stuck to the stent even though the guide catheter was well cannulated. The device was then successfully removed. There were no reported pt injuries or complications.